Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The field service engineer replaced the power management (pm) board and cpu board to address the issue. Visual inspection of the cpu board revealed no evidence of damage or contamination. The root cause was due to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit has a check vent alarm (1104) error code. There was no report of patient involvement